Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for bladder issues. It was reported that they ended up having "trouble" with their implant and it "didn't seem to be working" so the doctor had to go back in and try again. It was uncertain if it was a revision or a replacement and they didn't know the exact date, but indicated that it was not much longer after they were initially implanted. At one point, they were taking pills to manage their overactive bladder symptoms.